Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va02qa8, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-sep-2016. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision. Caller reported the patient had their previous ins and lead replaced because they fell and started experiencing utis and pain. Patient explained that they had their device implanted to help with urinary retention. Caller reported immediately after the fall, when the issues started, they discussed it with their healthcare provider but they didn't believe the patient, the patient persisted and they agreed to do the replacement. Caller mentioned they were speaking with a manufacturer representative about the issue at the revision surgery and the rep told them that sometimes when a patient falls it can cause the lead to move. Caller reported that when they opened them up they found the lead was in their bladder wall. Caller reported they made them suffer for a year without believing them about the pain. Caller reported the lead and ins were replaced and the issue was resolved. No further complications were reported or anticipated.